Event description:
It was reported that a cartridge alarm occurred intermittently during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.